Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be confirmed as the suture was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of suture returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb, the lever deployed early or excessive suture tension. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using two proglide after a transarterial chemoembolization procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for the first device. The suture of another proglide broke during deployment yet the suture was able to be used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.